Event description:
It was reported that this patient is experiencing symptoms correlate to the pain typically described with lead perforation, the right ventricular (rv) lead is the suspected cause of this issue. Patient had an echography and an x-ray but the results were inconclusive. Other imaging alternatives are being explore. The device is pacing only the left ventricular (lv) lead to prevent symptoms from right ventricular (rv). The lead remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.

Manufacturer narrative:
Corrected field outcomes attrib to adv event added, hospitalization and required intervention to prevent permanent impairment/damage.

Event description:
It was reported that this patient is experiencing symptoms correlate to the pain typically described with lead perforation, the right ventricular (rv) lead is the suspected cause of this issue. Patient had an echography and an x-ray but the results were inconclusive. Other imaging alternatives are being explore. The device is pacing only the left ventricular (lv) lead to prevent symptoms from right ventricular (rv). The lead remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.